Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error repeatedly. The blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed other than the customer watching television when the alarm occurred. Advised replacement of the insulin pump. Nothing further reported.